Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing diabetes ketoacidosis. Customer stated that insulin pump stopped working couple of months ago. The current blood glucose level of customer was unknown. It was unknown that customer was using the insulin pump system within 48 hours of reported incident. It was unknown that auto mode feature was active at the time of incident. It was found that customer had not experienced symptom related with incident. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.